Event description:
Medical technician in japan injured finger receiving a cut to her finger while trying to remove rubber stopper from a blood collection tube. Source blood was not infectious for hiv or hepatitis. Injured finger did not require any medical intervention or stitches. This report is for the second medical technician injured.